Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions is traced to component failure. However, the probable cause of the dirt accumulation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject devices exhibited o-ring was dirty, corrosion of the coupler, fluid invasion to the connector and flickering image. There was no patient involvement.